Event description:
It was reported that after a da vinci assisted unilateral inguinal hernia surgical procedure, the site contacted the intuitive surgical, inc. (Isi) technical support engineer (tse) to report that arm 4 moved on its own. The surgeon was not controlling the arm when the movement happened. The tse reviewed the system logs and confirmed a single 100 error on the arm/set up joint (suj) 4. The tse asked the customer if anyone or something had bumped the arm when the issue occurred, but the customer was not sure. The tse informed the customer that only a single 100 error was present, and there were no other related errors in the system logs. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: arm 4 moved on its own while driving the patient side cart (psc) to the operation table prior to the docking process. The ports were not placed. There were no instruments connected to the system. While the arm moved on its own, it hit the surgeon in the back. The impact of the hit was not severe or fatal. The surgeon is doing fine with no reported injury. The patient did not have any injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) contacted the customer site to further investigate the reported event. The site confirmed that the arm movement occurred when they were driving the patient side cart (psc) up to the table. Arm 4 swung out and hit the surgeon in the back. The surgical staff was able to re-drape the arm and continue with the case without any other issues. The fse explained that if the arm had been clutched and no one observed that the arm was free to move, it would cause the reported issue due to the movement of the psc and gravity. The fse also noted that the site had completed a subsequent case without any further issue. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved.